Event description:
It was reported during remote follow up that the right ventricular lead exhibited oversensing due to noise. This resulted in pacing inhibition and patient dizziness. The lead was capped on (B)(6) 2025 and successfully replaced. There were no patient consequences.